Manufacturer narrative:
Device evaluation: the evaluation has not been completed. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a coronary angiogram procedure, the roller clamp continued to leak fluid when closed. The user stated that the roller clamp is stiff and difficult to close. The user reported four defective devices. No harm or injury was reported. This is one of four reports this complaint. 1721504-2011-00370, 1721504-2011-00371, 1721504-2011-00372; 1721504-2011-00373 - this report.